Event description:
It was reported that the customer experienced a blood glucose (bg) level of 60 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Due to the bg level the customer lost consciousness. Customer went to the emergency room (ER) and was treated with intravenous fluids of "sugar". Customer was released from the ER 6 hours later with the issue resolved and no permanent damage. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.